Event description:
The generator was returned to the service center. During inspection of the device, the error code e433 was found because the high voltage power supply board (hvps) and the generator board were defective. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the defective boards and the error code malfunction: cause traced to electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.